Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via email of hospitalization for high blood glucose of an unknown level and diabetic ketoacidosis. The customer indicated that the pump was malfunctioning which led to multiple hospital visits. Customer indicated that, after the hospital visits, they stopped using the pump. There was no further information provided by the customer.